Event description:
It was reported that the customer experienced high blood glucose and that the insulin pump sustained physical damage. The customer stated that she believed that the device stopped delivering insulin, as she kept bolusing but her blood glucose levels would not come down. The blood glucose reading was 423 mg/dl, which was treated with manual injection. The customer complained of her eyes feeling warm and burning and of sore throat. She noted that there was a crack running from the bottom left corner of the liquid crystal display screen to the top of the reservoir, as well as a small crack on the right bottom of the screen. She stated that the damage may have been from a fall she had had a few months prior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was tested with bg meter and they communicated properly. The insulin pump was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.